Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). He replaced bezel assy, but the issue was not resolved. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I recommended dan to replace motor or motor control board and gave him the option to send the unit in for flat fee repair. (B)(4) will get a po and contact (B)(4) for rga number to send unit in for flat fee repair. End call.